Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced right heart failure and was implanted with a right ventricular assist device (rvad) on (B)(6) 2022.

Event description:
It was reported that the patient passed away on (B)(6) 2022. Related manufacturer report of rvad: 2916596-2022-01608.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported right heart failure and patient outcome, as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not be conclusively be determined through this evaluation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists right heart failure and death as potential adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
B5: there is no related manufacturer report.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported right heart failure, as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number: (B)(6), could not be conclusively be determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number: (B)(6), with no further reported issues at this time. The heartmate 3 lvas instructions for use (IFU) lists right heart failure as a potential adverse event that may be associated with the use of the heartmate 3 lvas. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that due to privacy laws restrictions the customer would not share any kind of patient related information. This includes all kind of data regarding the patient and its course of disease. Information not provided by the customer if any issues with the left ventricular assist device (lvad) led to the placement of the right ventricular assist device (rvad). The lvad operated as intended.